Event description:
It was reported to baxter sales rep from a surgeon that during a spine surgery/spine fusion, one of his patients experienced anaphylaxis after use of floseal. The surgeon stated they had a tough time bringing her back out, but she was brought back and was fine. The surgeon stated there was no long lasting effects and the even happened earlier this year. No further information provided.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter to retrieve additional clinical details. No response was received. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review could not be performed as the batch number was unknown. No trend was identified. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.